Manufacturer narrative:
A ge service rep performed an on site investigation. The parts needed for repair are no longer available for the 6600 system in end of life status.

Event description:
The customer reported the left display failed to boot and the system displayed an error code. No report of pt injury.